Event description:
It was reported that the device failed the accuracy test +7.65%. There was unknown patient involvement.

Manufacturer narrative:
E1: phone (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. A review of the event history log found that the customer's setting was quarter hourly counter, pca doses attempted is 1, clinician bolus is 0 ml. During the functional testing, three accuracy tests were performed and all values were between 18.2 ml and 22.2 ml. The customer reported problem was not duplicated. The cause of the issue is unknown. No problem was found in the fluid delivery of the pump. Standard preventative maintenance was performed. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.